Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affliate that the surgeon was unable to complete the firing as the tct75 locked out. Another device was used to complete the case. There was no consequence to the pt.